Manufacturer narrative:
Due to the condition of the returned sample, the exact nature of the balloon rupture could not be determined. The condition of the returned sample suggests that the catheter was pulled back against the sheath with excessive force, resulting in the reported tearing and fragmentation. It should be noted that the instructions for use of this product state: "if resistance is felt upon removal, then the balloon and sheath should be removed as a unit, particularly if leakage or rupture is suspected."

Event description:
The dr was placing a j&j stent in the aortic arch using the pdz333 to deploy the stent. After the stent was deployed, the dr deflated the balloon to withdraw it back through the sheath. The balloon was stuck and would not come through the sheath. The dr realized the balloon was broken. There were three pieces to the balloon and one piece was stuck to the wire in the pt. Eventually, the dr was able to snare the broken piece off the wire.